Event description:
The user facility reported that during a genicular artery embolization procedure, the physician accessed the right common femoral artery using a 6fr sheath. For closure, the involved 6fr angio-seal device was prepared. The physician connected the angio-seal to the sheath and retracted it to the locked position. However, when attempting to deploy the angio-seal, the entire device was pulled out of the patient. Upon inspection, it was found that the anchor had not exited the sheath. The physician noted that the puncture was quite steep. Manual pressure was applied to achieve closure. The patient remained stable, and the procedure was successful. The event occurred post-operative. Additional information was received on 30 sept 2024: there were no difficulties with access. It was an antegrade puncture, and a pre-deployment angiogram was performed.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position however, the anchor did not deploy, and the carrier tube became kinked near its base. The components were then separated, and signs of dried blood was noted along the components. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).